Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID ne u_unknown_lead, lot # unknown, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The programmer was damaged. There was poor communication with antenna on (B)(6) 2015. It was confirmed that the antenna was secured and sync with ins which did not resolve the issue. After unplugging the antenna, programmer was able to sync. The patient was on program 1 at 1.1 volts. Her hcp(healthcare provider) wants her to be on the program until thursday when the patient see doctor at appointment. The patient was feeling stimulation on the right outside of leg between the knee and vagina. She was no longer feeling stimulation in the bicycle seat on (B)(6) 2015. Since wednesday, she has had only 1.5 good days. She was very dry, she has been drinking a lot. She also feel cold, was shaking and then feels hot and was pouring sweat. Yesterday when she got home, she drank (B)(4) and it settled things down, but she then went to the bathroom and got dry heaves. She spoke with a manufacturer representative employee yesterday. It was later reported that programmer won&#62752;do telemetry with antenna. Additional information from the patient reports she was sent a replacement programmer because her programmer wasn't working. It turns out that she didn't push the antenna in all the way into the patient programmer, thus, she couldn't establish communication. Patient programmer was working fine now. The programmer that repairs sent her doesn't allow her to bring up all her programs. It was reviewed with that the replacement pp(patient programmer) would need programming to have all her programs available. Patient will send the replacement part back to manufacturer since her device was working fine now, and then she won't need further programming. Replacement patient programmer was returned. Additional information received from the patient reports the circumstances that led to the stimulation on the right, outside of the leg between the knee and vagina was traveling and the steps taken to resolve the issue was changing the stimulation setting. The steps taken to resolve the feeling cold and shaking followed by feeling hot and pouring sweat and dry heaves were the symptoms were caused by the anesthetic after having two surgeries in three weeks. The stimulation on the right, outside of the leg between the knee and vagina had resolved.